Manufacturer narrative:
Correction: the results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, it was noted that there was a loss of capture and out of range pacing impedance the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was a loss of capture and high out of range pacing impedance on the left ventricular (lv) lead. No intervention has been performed at this time, however, lead revision is anticipated. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. Visual inspection of the lead did not find any anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of internal shorts. The conductor discontinuities found were due to procedural damage.